Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had been having pain in their right foot for about the last 6 days, and the implant was not working. On a second call, it was reported that the patient was having a return of symptoms and pain from their knee to the foot. The patient noted the return of symptoms was that they were peeing all the time with no control and it was worse than prior to the implant like they didn¿t even have it on. The patient stated they had a fall outside prior to the symptoms and pain. The caller was able to verify stimulation was on by noting the lightning bolt in the upper left-hand corner of the programmer, with stimulation set on program 2 at 0.9. The caller decreased stimulation and it resolved the shooting pain from the right foot to the right knee, but the patient did not feel stimulation at all. The caller wanted to change programs and they changed to program 3 and increase to 0.8 where the patient felt stimulation in the right foot. The caller decreased to 0.6 and the did not feel stim in the foot, but also did not feel stim in the bike seat area. The patient and caller were unable to continue troubleshooting but called back to continue. On a third call, the caller stated they were on program 4 at 1.9 and when decreased to 1.5 the patient felt stimulation in the left side of the stomach and left leg. The caller continued decreasing and the patient felt stim in the bottom of the foot and calf. When decreased to 1.2 they felt stimulation in the right butt cheek and it hurt. When decreased to 0.8 the patient stated it still hurt. The caller decreased to 0 where the patient felt nothing and increased without revealing the setting and the patient stated they felt stimulation in the bottom of the left foot and that it became strong as the caller increased. The patient stated they felt stimulation in the right buttock at the ins site and they didn¿t like it. The caller switched to program 1 and again increased without revealing the setting. When at 0.3 the patient reported the stimulation was down their left foot, when increased to 0.5 it was strong, and then they reported pain at the ins site. It was recommended that the caller contact the managing healthcare provider to request an in-office reprogramming session. The caller noted that the patient falls due to their multiple sclerosis that they have had since they were 20, and they had scans to check the components in the past. No further complications were reported.